Manufacturer narrative:
Faulty lift motor. Loose power prong.

Event description:
It was reported by service report that the head end won't lower and there is intermittent power. No patient involvement or adverse consequences are reported.